Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the povidone sponge was outside of the minicap. This was noted when the patient opened the device¿s package prior to performing peritoneal dialysis therapy. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 10.